Event description:
It was reported that patient presented in clinic for a routine follow up. Upon interrogation, the rv lead was found to be capturing the ra, not the rv. X-ray found lead dislodgement. The lead explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.